Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the penis and scrotum, and the right cylinder had migrated out of the corporal body into the scrotum. A surgical procedure was performed to remove and replace the entire ipp. No additional patient complications were reported.